Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the patient's blood glucose (bg) was elevated to 565mg/dl with no signs or symptoms. The reporter stated that the patient's bg this morning was 121mg/dl and when the bg was checked at school it was 556mg/dl and then rechecked several minutes later it was 565mg/dl. There was no extra insulin or correction provided. When the patient returned home from school, his bg went down to 359mg/dl. He denied symptoms and ketones were not checked. Customer support (cs) requested to troubleshoot the pump but the reporter could not continue troubleshooting with the pump because the ok button was unresponsive. The reporter confirmed there was a backup plan in place. The reporter stated that the sites are fine, no areas of scar tissues, and sites are rotated. The insertion technique was good and the cannulas are not kinked or bent. This report is being made due to the patient's hyperglycemic event while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history indicated that the last basal delivery occurred at 10:36am on (B)(4) 2013. There was no activity outside normal use observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and primed successfully. The pump was exercised for 24 hours with no alarms or delivery issues. The pump passed 29 hours flow accuracy testing and was found to be delivering within required specifications. The pump was opened and there was no damage found to the bcb or the force sensor. There was no defect found on investigation.